Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (2 grams, every 4 days for 14 days and route not reported) for the event. At the time of this report, the patient was recovered for the event. Action taken with pd therapy was not reported. No additional information was available.